Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entanglement occurred. An opticross 6¿ imaging catheter was selected for use. During procedure the physician was using the opticross 6¿ intravenous ultrasound (ivus) catheter and a sled for pull back in an unknown vessel, once they were done with imaging. The opticross 6¿ imaging catheter was pulled out. However, the catheter pulled the wire out with it. Hence, they had to re-wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage was observed on the distal tip and guidewire exit hole port assembly. A kink in the telescope assembly from the femoral marker to the proximal end and a kink in the sheath assembly from the femoral marker to the distal end were noted. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entanglement occurred. An opticross 6 imaging catheter was selected for use. During procedure the physician was using the opticross 6 intravenous ultrasound (ivus) catheter and a sled for pull back in an unknown vessel, once they were done with imaging. The opticross 6 imaging catheter was pulled out. However, the catheter pulled the wire out with it. Hence, they had to re-wire. No patient complications were reported.

Event description:
It was reported that catheter entanglement occurred. An opticross 6 imaging catheter was selected for use. During procedure the physician was using the opticross 6 intravenous ultrasound (ivus) catheter and a sled for pull back in an unknown vessel, once they were done with imaging. The opticross 6 imaging catheter was pulled out. However, the catheter pulled the wire out with it. Hence, they had to re-wire. No patient complications were reported.

Manufacturer narrative:
Device upn updated from unk97 to h7495181160. Device lot # updated to 22045397. Device expiration date updated to 04/25/2020. Device manufactured date updated to 04/26/2018. (B)(4).